Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had ghost pockets, and some cubies contained medications that could not be accessed.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had ghost pocket issue. A field service engineer (fse) reseated all of the row board cable connections as well as restart the machine, had the customer recover an inventory the drawer to make sure that it was working correctly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.